Event description:
It was reported that a spectrum pump constantly alarmed for air in line when no air was present during a preventive maintenance test. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the device to alarm for air in line. This was caused by the upstream sensor values being below specification. This was due to a failed upstream sensor. Low ultrasonic readings would cause a pump to be more sensitive to air in line and upstream occlusions. The failed upstream sensor was replaced.